Event description:
The user facility reported a 46-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella placement was slightly shallow in the cardiac catheterization lab, but the physician was satisfied with placement. The impella came back during turn and inlet on aortic valve (av). The physician advanced at bedside, but impella flipped and was catching on the anterior leaflet of mitral valve (mv). The decision was made to go back to cardiac catheterization lab to reposition under fluoroscopy. The pigtail was caught on the pap muscle and got pulled back across av. The physician attempted to advance back across valve but was unsuccessful and the impella was removed. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. Based on clinical description & data analysis, the root cause of positioning issue was most likely use related.